Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt reported an inaccuracy in her cgm readings, stating that her cgm read at 167 mg/dl when her fingerstick measurement was 26 mg/dl. Pt's sister administered glucose. No further medical intervention was required.